Event description:
During the treatment of an aneurysm, it was reported that the guidewire had exited out of the catheter prior to the diatal tip. No patient injury reported.

Manufacturer narrative:
The device has been returned and is being evaluated. A follow up report will be submitted after evaluation is completed.